Manufacturer narrative:
As reported sixteen years post implant, the patient, with comorbidities of tobacco use, hypertension and obesity with a bmi of 57, underwent explant of the patch due to a suspected infection. Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be sent. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: it is reported that in 2003 the patient underwent repair of an infraumbilical incisional hernia and was implanted with a bard composix kugel hernia patch. In (B)(6) 2016 the patient began to develop vague abdominal pain and redness around the umbilicus. On (B)(6) 2016 due to a suspected infection, the patient underwent explant of the patch. The surgeon states that at the time of removal, the patch was sitting in an abscess pocket and was 80% unincorporated. The surgeon states he cut the mesh during removal at which time the ring was cut open. Dense adhesions to the abdominal wall were noted and there was no enteral leak at this time. Four days post operative the patient began to develop an enteral leak. She was treated conservatively and ordered to have no oral intake to promote bowel rest and healing. Some minor wound dehiscence was noted. The surgeon reports that on (B)(6) 2016 the leak stopped and the patient is healing as expected, however it is likely that she will need some reconstructive surgery once the wound has healed. In follow up with the surgeon he states that upon removal the patch appeared to be intact with no visible break.

Event description:
The following was reported to davol: it is reported that in 2003 the patient underwent repair of an infraumbilical incisional hernia and was implanted with a bard composix kugel hernia patch. In (B)(6) 2016 the patient began to develop vague abdominal pain and redness around the umbilicus. On (B)(6) 2016 due to a suspected infection, the patient underwent explant of the patch. The surgeon states that at the time of removal, the patch was sitting in an abscess pocket and was 80% unincorporated. The surgeon states he cut the mesh during removal at which time the ring was cut open. Dense adhesions to the abdominal wall were noted and there was no enteral leak at this time. Four days post operative the patient began to develop an enteral leak. She was treated conservatively and ordered to have no oral intake to promote bowel rest and healing. Some minor wound dehiscence was noted. The surgeon reports that on (B)(6) 2016 the leak stopped and the patient is healing as expected, however it is likely that she will need some reconstructive surgery once the wound has healed. In follow up with the surgeon he states that upon removal the patch appeared to be intact with no visible break. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with incarcerated incisional hernia with incarcerated small bowel thereby underwent laparoscopic repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿a composix kugel mesh (device #1) was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with intraabdominal abscess, abdominal wall cellulitis, mesh infection, phlegmon of the abdominal wall musculature thereby underwent open repair with the explant of composix kugel mesh (device #1) exploratory laparotomy, drainage of intraabdominal abscess. Per operative notes, ¿composix kugel mesh (device #1) was fully removed.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia with abscess, adhesion, chronic appendicitis, fistula thereby underwent open repair with the implant of two biological mesh xenmatrix ab (device #2) and bard soft mesh (device #3). Per operative notes, ¿xenmatrix ab (device #2) and bard soft mesh (device #3) was placed and fixed.¿

Manufacturer narrative:
As reported sixteen years post implant, the patient, with comorbidities of tobacco use, hypertension and obesity with a bmi of 57, underwent explant of the patch due to a suspected infection. Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be sent. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This is an a addendum to the previously submitted supplemental 1 emdr to make a correction to labeled for single use as this product is labeled for single use.

Event description:
The following was reported to davol: it is reported that in 2003 the patient underwent repair of an infraumbilical incisional hernia and was implanted with a bard composix kugel hernia patch. In (B)(6) 2016 the patient began to develop vague abdominal pain and redness around the umbilicus. On (B)(6) 2016 due to a suspected infection, the patient underwent explant of the patch. The surgeon states that at the time of removal, the patch was sitting in an abscess pocket and was 80% unincorporated. The surgeon states he cut the mesh during removal at which time the ring was cut open. Dense adhesions to the abdominal wall were noted and there was no enteral leak at this time. Four days post operative the patient began to develop an enteral leak. She was treated conservatively and ordered to have no oral intake to promote bowel rest and healing. Some minor wound dehiscence was noted. The surgeon reports that on (B)(6) 2016 the leak stopped and the patient is healing as expected, however it is likely that she will need some reconstructive surgery once the wound has healed. In follow up with the surgeon he states that upon removal the patch appeared to be intact with no visible break. Addendum per legal complaint short form 04/02/2019: (B)(6) 2003: the patient underwent surgery with implant of a bard/davol composix kugel hernia patch (device #1) . (B)(6) 2016: the patient underwent a revision surgery with unspecified injuries. (B)(6) 2016: the patient underwent surgery with implant of an unspecified bard/davol xenmatrix and a bard/davol soft mesh.

Event description:
As reported on 03/07/2016: the following was reported to davol: it is reported that in 2003 the patient underwent repair of an infraumbilical incisional hernia and was implanted with a bard composix kugel hernia patch. In january, 2016 the patient began to develop vague abdominal pain and redness around the umbilicus. On (B)(6) 2016 due to a suspected infection, the patient underwent explant of the patch. The surgeon states that at the time of removal, the patch was sitting in an abscess pocket and was 80% unincorporated. The surgeon states he cut the mesh during removal at which time the ring was cut open. Dense adhesions to the abdominal wall were noted and there was no enteral leak at this time. Four days post operative the patient began to develop an enteral leak. She was treated conservatively and ordered to have no oral intake to promote bowel rest and healing. Some minor wound dehiscence was noted. The surgeon reports that on (B)(6) 2016 the leak stopped and the patient is healing as expected, however it is likely that she will need some reconstructive surgery once the wound has healed. In follow up with the surgeon he states that upon removal the patch appeared to be intact with no visible break. Addendum per legal complaint short form (B)(6) 2019: (B)(6) 2003: the patient underwent surgery with implant of a bard/davol composix kugel hernia patch (device #1) . (B)(6) 2016: the patient underwent a revision surgery with unspecified injuries. (B)(6) 2016: the patient underwent surgery with implant of an unspecified bard/davol xenmatrix and a bard/davol soft mesh.

Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. Based on the limited additional information provided no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.